Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited over-sensing noise episodes. The noise was not reproducible with isometrics. Programming changes were made. Patient was stable. On (B)(6) 2022, the right ventricle lead was capped and replaced.

Event description:
New information notes that the patient condition was stable before, during, and after the procedure.